Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's blood glucose level over 600 mg/dl. Customer treated with pump, manual injections, intra venous drip. The customer was in emergency room as a result of high blood glucose level. The customer alleging possible pump under delivery. The insulin pump will not be returned for analysis.